Event description:
User reported that the device was in use with pt for about 2 weeks, when it was noted that the inner cannula, part of the tube had broken and detached from the rest of the device. The outer part was removed by hand and the inner cannula was coughed out by user. No adverse effects reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.